Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer's mother, who was the caller, was informed that there could be many reasons for high blood glucose. The mother declined trouble shooting and declined to speak with the help line about the issue. The mother stated that she is upset because it is taking too long for her son to be trained on how to use the insulin pump. The customer was told that the trainer has a busy schedule but the trainer will get to them at the soonest possible date. No further information was provided.